Manufacturer narrative:
H3, h6: the cori drill attachment p/n rob10015 (B)(6) intended for use treatment was returned for evaluation. There was a relationship found between the returned device and the reported incident.visual attachment of the device revealed that the drill attachment came apart and was received in pieces. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The complaint was confirmed, and a factor that may have contributed to the reported event includes: 1) handling of the device during cleaning. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.

Event description:
It was reported that, during set up for a cori-assisted tka surgery, the system was not able to recognize the real intelligence robotic drill ((B)(4)) and the ri robotic drill attachment came apart in several pieces upon assembly ((B)(4)). The procedure was finished with smith and nephew back up devices without delays. No patient was harmed.